Manufacturer narrative:
Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The instrument was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the verify instruments task and delayed the surgery by less than one hour. It was reported that the instruments were difficult to verify. The medtronic representative was having trouble with a majority of the instruments. He tested them out before and a majority were most likely out of tolerance. The mr was able to get the instruments to verify but it was difficult. The case was completed with navigation and there was no impact on patient outcome. The mr put his model on the same bed the site uses for every case. He went through all of the instruments and was only able to get the straight suction to verify maybe 1/10 tries at best.